Event description:
Expanding abdominal aortic aneurysm with aneurysm sac despite the presence of aortic stent graft up to 95 mm. Left retroperitoneal approach abdominal aortic aneurysm repair with partial stent graft removal of main body and proximal iliac limbs and intersac pressure measurement.

Event description:
Expanding abdominal aortic aneurysm with aneurysm sac despite the presence of aortic stent graft up to 95 mm. Left retroperitoneal approach abdominal aortic aneurysm repair with partial stent graft removal of main body and proximal iliac limbs and intersac pressure measurement.